Event description:
It was reported that during a ptca procedure, patient complications occurred. "The physician wanted to show how the sheath pulled blood into the hub and expressed his concern about how that could cause blood clots." Approximately 20 minutes later, there was concern that the patient may have had a stroke. The patient was sent for an emergent CT scan. Patient condition is unknown. Additional information regarding the patient condition and event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event.